Event description:
Concerned about my fitness and massage clients using the ashley black fascia blaster. They are deeply bruising themselves on purpose with this product all over due to the product medical claims to remove cellulite, fat, pain, and a host of other things. The marketing on the product claims science that is untrue and unfounded that is leading to public harm. It is spreading like wildfire and I am surprised the FDA hasn't stepped in already to put a stop to it.